Event description:
Patient with severe mitral regurgitation, moderate to severe aortic stenosis, symptoms of congestive heart failure, preserved left ventricular systolic function was taken to or for aortic valve replacement and attempted mitral valve repair. The mitral valve was myxomatous, with prolapsing portion of the p1 leaflet. Initially it appeared that a mitral valve repair could be performed and this was attempted with quadrangular resection of the prolapsing portion and repair of the leaflet after plicating the annulus in the resected area. Sutures were placed for annuloplasty and there was still significant leak. It was felt that this would not be adequate, especially given the difficulty in re-exposing the mitral valve after aortic valve replacement and replacement was undertaken. The replacement was undertaken. #29 carpentier-edwards bovine pericardial magna ease prosthesis, which was brought onto the field and prepared. The remainder of the mitral annulus was ringed with similarly placed stitches, imbricating the posterior leaf of the mitral valve into the valve stitches. The stitches were placed through the sewing ring of the valve. The valve was seated into position. It was noted that the device that projects through the prosthetic mitral valve to keep the valve stitches from wrapping around the struts and obstructing the leaflets was not depressed, although the nurse indicated she had depressed it prior to handing up the valve. One of the other stitches holding the deployment mechanism to the mitral valve prosthesis had been cut and it was not felt that the valve could be seated without risk of tying the stitches around a strut. Given this and given the anticipated difficulty in re-exposing the mitral valve after aortic valve replacement, it was felt best to remove the prosthesis prior to tying down the stitches and replace with a new prosthesis. The stitches were removed from the initial prosthesis and kept in order. French eye needles were then used to replace the stitches through a new #29 carpentier-edwards bovine pericardial magna ease prosthesis and the prosthesis was seated in position and the sutures tied and cut. Injection demonstrated no mitral regurgitation using injection of cold saline.